Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump. Subsequently, the touchscreen became black and not responsive. The customer's blood glucose level was impacted (300-450 mg/dl). The customer delivered a manual injection. It was indicated that the manual injection did not correct the customer's high bg level. Follow up with the customer confirmed the customer was able to get bg level back down to target once the replacement pump arrived.